Event description:
Same case as MFR ID#: 2134265-2011-05878. It was reported that during a stenting treatment procedure, a stent delivery balloon hole, stent damage and stent dislodgement occurred. The patient presented at the time of the procedure due to unstable angina and an abnormal stress test with new changes in the lateral myocardium. Access was gained via the left radial artery using a hockey stick guide catheter and 6f sheath. The greater than 90% stenosed target lesion with timi 1-2 flow was located in the tortuous saphenous vein graft to the obtuse marginal coronary artery. A filterwire was positioned distal to the lesion. A 4.0x28mm promus element plus stent delivery system was advanced, but was unable to reach the lesion. It was removed and the lesion was predilated with a 3.0mm balloon. The same stent delivery system was re-advanced, but was still unsuccessful. A non-bsc guide catheter system was used to assist in delivering the stent, but it was again unsuccessful. The non-bsc guide catheter and the filterwire were removed. A 300cm non-bsc guide wire was positioned in the left circumflex via the vein graft for better support and the same guide catheter was used, and a 4.0x24mm promus element plus stent delivery system was inserted. Prior to deployment, the balloon was pulled negative and there was noted to be blood returned in the stent delivery system. The device was removed and it was observed that the stent was damaged. A 4.0x23mm unknown drug eluting stent was attempted. Next, a 4.0x24mm promus element plus was advanced. It is noted that a negative prep was also performed, in which the physician drew negative on the balloon. While attempting to deliver this device, the stent dislodged. Using a balloon inflated to nominal pressure, the stent was captured and retrieved against the guide catheter. The whole system was then removed to the level of the radial artery. Difficulty was encountered at the sheath, so it was removed and upsized. Difficulty was still encountered over the 0.014" wire. Additional wires could not be positioned due to all the equipment through the sheath including a 0.035" wire. While attempting to remove one of the devices, the stent dislodged. Attempts to further negotiate a wire through the stent were unsuccessful. The stent was then crushed against the vessel wall in the "very large" radial artery. It appeared to be stable and non-embolic. Subsequent angiography confirmed excellent flow as well as flow via the ulnar artery. The patient was put on antiplatelet medications and the procedure was concluded with plans to consider a staged procedure at a later date to stent the target lesion.

Event description:
It was reported that during a stenting treatment procedure, a stent delivery balloon hole, stent damage and stent dislodgement occurred. The patient presented at the time of the procedure due to unstable angina and an abnormal stress test with new changes in the lateral myocardium. Access was gained via the left radial artery using a hockey stick guide catheter and 6f sheath. The greater than 90% stenosed target lesion with timi 1-2 flow was located in the tortuous saphenous vein graft to the obtuse marginal coronary artery. A filterwire was positioned distal to the lesion. A 4.0x28mm promus element plus stent delivery system was advanced, but was unable to reach the lesion. It was removed and the lesion was predilated with a 3.0mm balloon. The same stent delivery system was re-advanced but was still unsuccessful. A non-bsc guide catheter system was used to assist in delivering the stent, but it was again unsuccessful. The non-bsc guide catheter and the filterwire were removed. A 300cm non-bsc guide wire was positioned in the left circumflex via the vein graft for better support and the same guide catheter was used, and a 4.0x24mm promus element plus stent delivery system was inserted. Prior to deployment, the balloon was pulled negative and there was noted to be blood returned in the stent delivery system. The device was removed and it was observed that the stent was damaged. A 4.0x23mm unknown drug eluting stent was attempted. Next, a 4.0x24mm promus element plus was advanced. It is noted that a negative prep was also performed, in which the physician drew negative on the balloon. While attempting to deliver this device, the stent dislodged. Using a balloon inflated to nominal pressure, the stent was captured and retrieved against the guide catheter. The whole system was then removed to the level of the radial artery. Difficulty was encountered at the sheath so it was removed and upsized. Difficulty was still encountered over the 0.014" wire. Additional wires could not be positioned due to all the equipment through the sheath including a 0.035" wire. While attempting to remove one of the devices, the stent dislodged. Attempts to further negotiate a wire through the stent were unsuccessful. The stent was then crushed against the vessel wall in the "very large" radial artery. It appeared to be stable and non-embolic. Subsequent angiography confirmed excellent flow as well as flow via the ulnar artery. The patient was put on antiplatelet medications and the procedure was concluded with plans to consider a staged procedure at a later date to stent the target lesion.

Manufacturer narrative:
Device evaluated by manufacturer: - a visual and microscopic examination identified that the stent had not dislodged from the balloon; however, the distal section of the stent was damaged. Rows on the distal section of the stent were severely misaligned and pushed proximally. The struts in this section were bunched together. The stent measured 21mm in length. The outer diameter of the stent area where no damage was present was measured at approximately 1.24mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The inner and outer lumen was damaged and had the appearance of being bunched up. No other kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).